Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker was in surgery for unknown reason. During surgery's course, telemetry showed what looked like to be ventricular tachycardia (vt) or wide complex vt even with magnet was applied. The physician also stated that the patient was in atrial fibrillation (af) and had a rate of 130 beats per minute (bpm). Boston scientific technical services (ts) then discussed magnet response which is intended to normalize r-r interval in the presence of random conduction from af and discussed 130 bpm is a common maximum sensing rate (msr). Interaction with hospital monitoring equipment was also discussed and explained that rate can go to msr if magnet was not in place. The physician then affirmed that it was difficult to keep the magnet in place as the patient was very large. There was no further information given on this event. The device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that this device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.